Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. But, the actual product was not sent to the aomori factory. It is possible to infer the cause from the results of past similar investigate, therefore it was determined that an investigation using equipment with a similar structure or similar device is unnecessary. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, omsc surmised that the error and the probe broken was possibly occurred due to contact with a surgical instrument or the non-insulated area of the grasping section. The detailed mechanisms are shown below. <contact with a surgical instrument> 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal, or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 3. The probe broke when added load. <contact with a non-insulated area of grasping section> 1. The distal end of the tissue pad was worn away because the ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 5. The probe broke when added load. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-06512, which was submitted on may 20, 2021. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event. Omsc corrected that the reported event was not a potential adverse event due to probe damage (ufc=enp0004). The device has arrived for investigation. No scratches or indications of contact with an object were found with the probe and the grasping section. When we performed a probe check, no abnormality occurred.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) received the following report from (B)(6). During an unspecified procedure, the subject device was used. An unspecified error message appeared on the generator. The error message was something to the effect of probe defective/broken. The probe of the subject device broke off inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.